Event description:
It was reported that patient presented with tia symptoms. The patient underwent a left atrial appendage (laa) closure procedure. Five days post-procedure, patient presented back with symptoms of numbness and weakness in extremities with some blurred visions. Symptoms spontaneously resolved without intervention. No evidence of neurological deficit was seen on MRI. A follow-up transesophageal echocardiogram (tee) was performed to confirm the device was still in the correct location and endothelial tissue was seen. No evidence of thrombus. Patient is currently doing well.